Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. ¿ventilator inoperative¿ errors were identified indicating that the central processing unit (cpu) could not communicate with the flow sensor using i2c bus and with the pressure sensor using spi bus. The printed circuit assembly (pca) required replacement to address these issues. No additional actionable errors were identified. Additionally, an error was observed related to the device being unable to write to the event log. No evidence of foam particles or foam degradation was identified during the evaluation. However, contamination from dust and dirt was observed inside the device and the accessory port cover was reported to be missing. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.